Event description:
It was reported that the display of the device shut down during operation. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service. The log file was secured for further investigation. The investigation confirmed that the display unit was not functioning. A faulty ecd adapter ii was identified as root cause. The faulty ecd adapter ii was replaced by the dräger service. The device was tested and confirmed to be operating as per manufacturers specification. In case the display unit fails during use the user is no longer able to operate the device. The running ventilation is not affected and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.